Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked display window corner, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported via phone call that the insulin pump alarmed button error. Blood glucose value was 43 to 44 mg/dl. The insulin pump would not be replaced or returned for analysis.